Manufacturer narrative:
A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
The dr. Reports patient status: post left total hip replacement that was revised on (B)(6) 2017 continues to have recurrent dislocations. The dr decided to revise the hip to an mdm liner and insert as well as replace the head. The surgery was performed without incident. No further information is available.